Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat. No.: 06-2600; c-taper cocr lfit head 26mm/0, lot code: hd4n72. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Implants removed for possible infection. Wash I & d procedure on (B)(6) 2015.

Manufacturer narrative:
An event regarding an alleged infection involving an 47mm uhr bipolar universal head was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as no device was returned. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: no other events were reported for the lot or sterile lot indicated. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Implants removed for possible infection. Wash I & d procedure on (B)(6) 2015.